Event description:
It is reported that the stent showed a defective connecting hub when it was removed from the covering ring. Product analysis showed that the hub was cracked.

Manufacturer narrative:
This device crb 28275 (lot 14046986) is distributed outside the us; however it is similar to the us product cxs 28275. It is reported that the cypher select plus stent showed a defective connecting hub when it was removed from the covering ring. Additional info could not be obtained from the account. The analysis of the returned product analysis showed that the hub was cracked. One non-sterile cypher select 2.75x28mm was received. Bends were observed along the sds, also a compression was observed at the distal section. The stent is present at correct position. A vertical crack was observed at the hub. The crack starts at thread and pass through the injection point. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The failure reported by the customer was confirmed and determined to be related to the mfg process of the product. Corrective and preventative action (CAPA) was opened to address this type of failure.